Manufacturer narrative:
(B)(4). Concomitant medical products: ep-107825 ¿ e1 poly max-rom liner ¿ 568720; 650-1058 ¿ biolox delta ceramic head ¿ 714980; 15-103207 ¿ taperloc femoral stem ¿ 605500; 650-1065 ¿ ceramic option type 1 taper sleeve - 904370. Therapy date: (B)(6) 2010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08001, 0001825034 - 2018 - 08003, 0001825034 - 2018 - 08004, 0001825034 - 2018 - 08006.

Event description:
It was reported patient experienced significant blood loss during the first procedure of a two-stage revision approximately 5 months post primary total hip arthroplasty attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: device manufacture date. Concomitant medical devices: 650-1065 ¿ ceramic option type 1 taper sleeve - unknown lot number. Reported event was confirmed by review of surgical notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.